Manufacturer narrative:
Approximate age of device: 6 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced low flow alarms every night and was unable to sleep as a result. The account stated that the low flow alarms began on (B)(6) 2019 infrequently but recently became a nightly routine. A CT scan and x-ray of the patient revealed the pump had shifted in the body cavity due to gradual weight loss and worsening right heart functions. The patient was not a candidate for surgical intervention to fix/maneuver the pump. An echocardiogram (echo) was also performed and revealed worsening aortic insufficiency/regurgitation, an ejection fraction of 20%, mod-severe tricuspid regurgitation, and a severely dilated atrium. No further information was provided.

Event description:
Additional information: patient continued to have occasional low flow alarms. Patient is not a candidate for any surgical interventions.

Manufacturer narrative:
Investigation summary: the report of low flow alarms could not be confirmed as no log files were submitted for analysis and a specific cause for the reported alarms could not be conclusively determined through this investigation. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on the event.